Manufacturer narrative:
It was reported that a patient suffered from 2 luxations, within the first month after implantation. During the revision, the ball head and the hi-insert were exchanged. The devices, used in treatment were not returned for investigation. The batch number was not communicated for the insert in scope. Therefore, a batch record review could not be conducted. For this part, no further complaint with the same failure mode has been reported. The failure mode and the severity are covered through our risk management files. According to the IFU, lit. No. 12.23, ed. 05/16, dislocations/ luxations are a possible side effect. Based on the available information a medical assessment was performed. The root cause for the luxation cannot be determined based on the available information. The failure mode can be confirmed, reviewing the medical documentation. Without x-rays and the product returned, the root cause for the reported luxation cannot be determined. Based on the available information, no further actions are taken. Should the devices or any other information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Additional information in: h6 (health effect - impact code and component code). Results of investigation: it was reported that a patient suffered from 2 luxations, within the first month after implantation. During the revision, the ball head and the hi-insert were exchanged. The devices, used in treatment were not returned for investigation. The batch number was communicated. The production documentation was reviewed, however there were no deviations from standard manufacturing processes detected. For this part, no further complaint with the same failure mode has been reported. The failure mode and the severity are covered through our risk management files. According to the IFU, lit. No. 12.23, ed. 05/16, dislocations/ luxations are a possible side effect. A medical assessment was performed. The root cause for the luxation cannot be determined based on the available information. The failure mode can be confirmed, reviewing the medical documentation. Without x-rays and the product returned, the root cause for the reported luxation cannot be determined. There are no indications that the part failed to match specification at the time of manufacturing. Should the devices or any other information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues. Internal complaint reference number: (B)(4).

Event description:
It was reported that a revision surgery with change of head and insert was being performed due to luxation. Implantation was carried out on (B)(6) 2020 with hi cup size 5, standard pe insert, oxinium ball head 28-3, polarstem size 3. It's unknown if there was a delay or how was the procedure finished. The state of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.